Event description:
Six inappropriate detections and therapies occurred due to noise on the rv channel and on the ff channel. The noise was reproduced in office. The lead is going to be explanted and device return has been requested. On (B)(6) 2012 - this device was returned.